Manufacturer narrative:
(B)(4). Batch #: unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the surgical team loaded the stapler with a blue reload, the surgeon fired the gun. However, nothing happened¿no staples deployed or knife blade. They took the device out of the patients mouth and changed the reload and attempted this again outside of the patient in a sterile environment, the surgeon fired the device but the device jammed shut. The team took out a new stapler and loaded with blue reload and fired fine. Patient was not hurt during this episode.